Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glue-like foreign matter was found adhered to the bd microlance¿ hypodermic needle. The following information was provided by the initial reporter: "white glue / plastic clean down the needle. Sticks, but with the risk of small particles coming loose."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301750 and lot number 211133. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of foreign matter were identified. Based on the investigation results, an exact cause could not be determined for the reported incident. If the affected sample becomes available for this event or potential future events, we would appreciate the opportunity to conduct a thorough analysis. Per the provided feedback, we understand that an issue with the epoxy took place. The epoxy is the adhesive used to join the cannula and hub components. Based on our experience, this type of issue may occur in the assembly process due to a temporary malfunction with the epoxy dosage machine. A higher quantity of epoxy may be added and drop onto the next product, which could then result in the reported issue. With the preventive measures in place, we believe this would be an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that glue-like foreign matter was found adhered to the bd microlance¿ hypodermic needle. The following information was provided by the initial reporter: "white glue / plastic clean down the needle. Sticks, but with the risk of small particles coming loose."